Manufacturer narrative:
The customer¿s report of a leak at the connection site was not confirmed or replicated. Visual inspection found no damages on the set and functional testing, through a gravity run and an infusion, found no signs of leaks. This was further confirmed through pressure testing, which found no leaks coming from any connection or component of the set. The root cause of the leak at the connection was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the connection to the 3 way stopcock during patient use. After connecting an extension set from the primary tubing to the 3 way stopcock, the leaking was found to stop and the customer was able to continue using the tubing with the extension set in place. There was no report of patient harm.